Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v591641, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v591641, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Follow up information obtained from the healthcare professional (hcp) reported that the cause of the event was unknown but confirmed high impedances were found (combinations of 3+ to c, 0+ 3, and 1+ 3 >2000 ohms) during standard programming/follow up visit. The patient was reprogrammed throughout feb 2013 with contact #3 being used in the therapy. The results of the reprograming were reported as improved motor control. If additionalinformation is received, a follow-up report will be sent.

Event description:
Additional information received reported that reprogramming had "really helped". It was stated that there was "no need to replace anything". The impedances were "fine for the contact points that they were using". It was noted that the patient was "back at school and doing well".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the beginning of (B)(6) 2013 the patient came into the hospital in a "dystonic storm" and was intubated and sedated. On (B)(6) 2013 it was stated that an electrode impedance test was taken at a "high voltage which made the bipole pairs significantly lower than what is usually seen at 1500 - 2500." The results were as follows: right device - electrode 3 was open. Left device - electrode 0 is open. It was later reported on (B)(6) 2013 that the patient's healthcare provider (hcp) saw the patient on (B)(6) 2013 and the patient was "symptomatically much better." It was stated that the patient was bumped up by 0.1 volt on one side, and her key contacts were electrodes 1 and 2. Reportedly, over the 2012 (B)(6), the parents turned the patient' battery off, and the "first day she did well, and then movement came back over the course of january." At the time of report the patient was at the hospital and did not tolerate a stimulation increase of 0.1 volts. The patient would have a facial pull, or arm or leg movement. The patient didn't speak, so she couldn't provide feedback. It was stated that an x-ray showed a section on the lead where insulation could have been stripped, a "2-3 cm gap in consistency." It was stated that the hcp used "bone cement to fill in bone, and then used a dog bone part to secure lead, microcynthese plate, to keep flap in." It was noted that the "gap" was "definitely downstream, not directly at dog bone area, sharp kink angle, no external covering." It was also noted that the patient's skull was growing; her device was implanted when she was nine years old, and she is now eleven. The patient is now programmed on c+, 1-, 2- on each side. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.